Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Used in a saphenous vein graft. There was no reported product deficiency. The reported patient effect of ischemia is a known observed and potential adverse event as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted indications section of the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, the reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects. The additional 4.0x20 mm promus stent referenced is being filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2013, a lesion located in the saphenous vein graft to the right posterior descending artery was treated with the placement of two 4.0x20 mm promus stents in the distal and mid portion of the graft. Post deployment of the stents, no flow/slow flow was observed within the distal vessel which required treatment with multiple doses of intracoronary nitroglycerin and adenosine, after which there was slow and modest improvement in flow. Subsequently, a second lesion was noted just proximal to the more distal of the 2 stents which was treated with a 4.0x8 mm promus stent. Following post-dilatation the flow did not improve and required multiple doses of nitroglycerin and adenosine, with an improvement of flow to about timi 2 level. The event was considered resolved. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, new information was received confirming that the reported implanted promus stents were not promus stents. They were non-abbott promus element stents.